Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was used on a patient. During use of the iabp, the staff noted that the screen was flickering. As a result, the pump was swapped out for another. There was no report of delay in therapy. There was no report of patient complication or serious injury and death. The pump was sent to biomed to be serviced. The biomed engineer serviced the pump and replaced the display head and umbilical cable.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was used on a patient. During use of the iabp, the staff noted that the screen was flickering. As a result, the pump was swapped out for another. There was no report of delay in therapy. There was no report of patient complication or serious injury and death. The pump was sent to biomed to be serviced. The biomed engineer serviced the pump and replaced the display head and umbilical cable.

Manufacturer narrative:
(B)(4). The reported complaint of "display screen flickers" is not confirmed. The returned display head and display cable passed visual and functional test specifications. The root cause of the complaint is undetermined. No further actions are required.